Event description:
It was reported that during pre-discharge patient check, the lead was unable to capture. An x-ray revealed that the lead had dislodged. A lead revision was performed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: c4tr01 implantable pulse generator (ipg) 2013 (B)(6); 4076 implantable pacing lead 2013 (B)(6); t505c27 tissue valve 2010 (B)(6). (B)(4).